Manufacturer narrative:
The insulin pump powered up properly, no blank display noted and all operating currents are within specifications. The insulin pump passed displacement test. The insulin pump was received with cracked reservoir tube lip, minor scratched lcd window and cracked case at the display window corners.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received a blank display after receiving a new battery cap. The customer stated this was the second call regarding the blank display. Customer's blood glucose was 132 mg/dl. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.